Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting noise resulting in pacing inhibition. The lead was surgically capped. No adverse patient symptoms were reported.